Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: failed back surgery syndrome, displaced lumbar disk, l4-5. Procedure: left l4-5 transforaminal lumbar interbody fusion with pedicle screw fixation, left l4-5 transfacet decompression, left l4-5 posterior fusion. As per- op notes: the cage was snug. The posterior elements were decorticated with a high speed drill and a posterior fusion consisting of bone morphogenic protein on a collagen matrix was laid down over l4-5. Next, the titanium pedicle screw system was used and left sided titanium pedicle screws were placed at l4-5. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.